Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen does not work well. No patient or user harm was reported.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.